Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was moderately tortuous, mildly calcified, and with a 90% stenosis. The balloon rupture was noted at the second inflation, after the 3.0 x 15 mm voyager rx crossed the lesion and was inflated to 14 atm. A stent was implanted without dilatation in that part. No additional event or pt info is available.

Manufacturer narrative:
(B) (4): results and conclusions summation - product performance engineering reviewed the incident info. Balloon ruptures can be affected by balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. All balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. It is likely that the balloon material was damaged (scratched) during interaction with the lesion calcification during the procedural attempts to place the device, as no leak was noted during preparation for use. A conclusive cause for the reported balloon rupture cannot be determined.